Event description:
It was reported that the patient's pocket was loose and the implantable neurostimulator (ins) moved around especially when sitting down. The patient's ins was replaced (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: recharger model 37752 serial # (B)(4) implanted: na explanted: na; patient programmer model 37743 serial # (B)(4) implanted: na explanted: na ;lead model 39286 serial # (B)(4) implanted: 2010-11-12 explanted: unk.